Manufacturer narrative:
The cause for the discordant ca 125ii result is unknown. The quality control and calibration were acceptable. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings. " the IFU states in the limitations section: "note: do not interpret levels of ca 125 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed ovarian carcinoma frequently have levels of ca 125 within the range observed in healthy individuals. Elevated levels of ca 125 can be observed in patients with nonmalignant diseases. Measurements of ca 125 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. The concentration of ca 125 in a given specimen determined with assays from different manufacturers can vary due to differences in assay methods, calibration, and reagent specificity. Ca 125 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity."

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2015-00063 on march 23, 2015. On 03/25/2015: additional information: a siemens customer service engineer (cse) was sent to the customer site. After evaluation of the instrument, the cse found that the valve 7 responsible for the washing were not working ok. The valve 7 were replaced for the advia centaur xp s/n (B)(4). The cause for the discordant ca 125ii result is unknown. The quality control and calibration were acceptable at the time the runs were performed. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant advia centaur xp ca 125ii result was obtained on a patient sample. The result obtained was higher than the clinical history. The patient sample was repeated and the result was higher than the initial result. The patient sample was repeated again and the result was similar. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant ca 125ii result.